Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Respiratory dysfunction is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Device remains implanted.

Event description:
It was reported from the site that the patient was extubated post operatively on (B)(6) 2014 at 0100. It was stated that the patient had increased work of breathing and with lethargy and not following commands, so patient was re-intubated at 0500 on (B)(6) 2014. Patient was weaned off all sedation on (B)(6) 2014 and was being weaned from ventilator. Patient self-extubated self on (B)(6) 2014 at 0650. Patient was able to remain stable off ventilator with aggressive pulmonary toilet, patient drowsy but appropriate. It was stated that on (B)(6) 2014 that the issue was resolved and no abg were done post extubation. No additional information available.